Manufacturer narrative:
A complete lead was returned for evaluation with the helix extended. X-ray examination revealed the entire lead was normal with no anomalies noted. The lead was cleaned and the helix was able to extend and retract and the full helix extension length was measured within specification. Electrical testing did not find any indication of conductor fractures or internal shorts. The results of the investigation concluded the analysis of the device was normal, no anomalies were found. Based on the information received, the cause of the reported helix issue could not be conclusively determined.

Manufacturer narrative:
(B)(4)

Event description:
During implantation, while repositioning the lead, the helix would not retract. The lead was replaced and the issue was resolved with no adverse consequences to the patient.